Manufacturer narrative:
Follow-up #1 date of submission 05/18/2014-product analysis:the pump has been returned and evaluated by product analysis on 05/08/2014 with the following findings:no moisture was visible behind the display screen. Unrelated to the complaint, the bolus button cover was found to be missing. A leak test revealed a leak at the bolus button. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the up, down, and ok keypad buttons were unresponsive. There was no evidence of keypad contamination found under the key contacts. Moisture was observed on the keypad connector and throughout the pump¿s internal components.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging moisture was evident behind the display screen. It was reported there was no damage observed to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.